Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.

Event description:
The following was reported, to hamilton medical ag: detailed complaint and failure description: self test failed, no clinical signs, symptoms or conditions. No health consequences or impact.